Event description:
It was reported that the right ventricular (rv) lead appeared to have intermittent oversensing of atrial activity. Review of interrogation report also noted drastic fluctuation in capture thresholds to which the clinician confirmed capture thresholds had been fluctuating while the lead was in use with the previous device. It was also observed that the rv lead exhibited high thresholds. Sensitivity reprogramming was performed. The rv lead is still in use. It was also observed that the right atrial (ra) lead position check failed. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1tr06 crtp implanted: (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.